Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during dwell 4 o 4, and during troubleshooting the patient stated that he had reused supplies. The home patient (hp) stated that during therapy he realized that the final bag was connected to the supply line and the supply bag was connected to the final line. The hp had disconnected and swapped the bags. At that point, the final bag was already drained. The technical service representative (tsr) assisted ending therapy. The hp was to notify his peritoneal dialysis registered nurse regarding missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.